Event description:
It was reported that the ilet exhibited rapid battery depletion, with the battery not holding a charge for a full day, confirmed by engineering log review, while blood glucose operation was not affected. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy or clinical status. Investigation included review of device log data, assessment of battery performance, and receipt and inspection of the returned device. Investigation of this case revealed accelerated battery discharge consistent with a battery or power management performance issue. It was concluded that the cause was attributed to device battery performance degradation.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.